Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 264 mg/dl possibly due to food that was consumed and the pump basal rate setting. A correction bolus, insulin injection and basal rate increase were performed to address the high bg. The contact declined tandem technical support's offer to troubleshoot as the customer was not with the contact at the time of event.